Manufacturer narrative:
Based on the claim against the product by the customer noting that the permanent cautery hook instrument was broken at the wrist, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation related to the customer reported complaint: the instrument was found to have a mechanical indentation on the distal clevis. This complaint is being reported based on the following conclusions: failure analysis found the permanent cautery hook instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the permanent cautery hook instrument was broken at the wrist. A backup instrument of the same kind was used. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was no damage or anything out of the ordinary.